Manufacturer narrative:
Section b3 - date of event: exact date not provided. Best estimate is between implantation (on (B)(6) 2024) and the post-operative check-up (on (B)(6) 2024). Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that although two weeks had passed since the preloaded multifocal intraocular lens (iol) was implanted, the patient reported having very poor near vision (0.5 at 35 cm) and distance vision of 0.6 (c -1.25 ax135°). No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the patient developed astigmatism and the degree was unknown. The patient was upset with the outcome and the physician explanted the iol on (B)(6). No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 10, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the lens was inspected under magnification. The lens was received coated in viscoelastic residue. The lens was cleaned and presented with cosmetic scratches and damage on the optic body that presented as a line that was approximately in the 6 o'clock position respective to the picture provided by the customer. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.